Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Reporter telephone number: (B)(6). Investigation complete. This is an initial final report submission. Review of the most recent repair record determined that the comb was damaged; however, the repair has not been completed because the repair team is waiting for quotation approval. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a skin graft mesher was sent in for repair. At product evaluation investigation the device comb was damaged. No adverse events were reported as a result of this malfunction.